Event description:
Pt found wedged between the upper and lower bedrail. No injury occurred to this pt. However, this incident is being reported because it is another in a series of incidents involving the same type of bed and siderails. The exact bed cannot be identified.